Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis external insulation abrasion was noted at 11.5-11.7cm and 12.9-13.0cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 53.8-54.8cm and 54.3-54.4cm from the connector pin, consistent with lead friction to another device or heart feature. The etfe coating was intact at all abrasion locations. (B)(4). (B)(6).